Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion set leaked a "tiny bit" of insulin where the tubing connected to the headset. Pt refused to change the infusion set and said it was no longer leaking insulin. Follow-up was completed with pt on (B)(6) 2011. Pt reported the infusion set did not leak any more insulin and there were no additional concerns. No product was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.